Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) been completed. The reported problem (does not communicate with monitor) has been confirmed. The reported problem (does not communicate with monitor) has been confirmed. As received, the belt was unable to communicate with the monitor. Upon investigation, there was an open along the green (+3.3v), yellow (pgnd) and front (white) wires inside the trunk cable. The cause of the test failure is the open wires. The root cause of the open wires is excessive force. No adverse event resulted from the open wires.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with the monitor.